Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of noise could not be determined.

Event description:
It was reported the patient presented to the operating room for revision of a boston scientific lead. Noise was observed on the atrial channel after atrial paced events. The device was reprogrammed but noise was still observed. Noise could be reproduced by tapping onto the device while the device was in the open pocket. The device was replaced and no further noise was observed. The patient condition is good.